Manufacturer narrative:
The user guide states ¿humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced blood glucose of 47 mg/dl. The customer's mother gave the customer glucose tabs and 4 pieces of toast with peanut butter and syrup. Reportedly, the customer was sweating, shaking, weak, and tired. The customer used an off-label insulin in the cartridges to which the customer is sensitive to, causing the low blood glucose. Tandem technical support reminded the customer to use labeled insulin. Recommendation was made to consult with healthcare provider regarding diabetes management.